Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 1 and 4 hours. Multiple attempts to correct blood glucose levels with higher doses of insulin were unsuccessful. Investigation of the device found a tear in the external portion of the cannula that contributed to the event. The device was originally reported for patient not sure if insulin was being delivered.

Manufacturer narrative:
Investigation of the returned device found a tear in the external portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.